Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending.

Event description:
It was reported that after the firing with the stapler and when performing a test with methylene blue to verify the tightness of the gastro-jejunal anastomosis, blue leakage was identified. The anastomosis is checked, and the anterior aspect of the anastomosis is found to be open. As a common finding it was identified that the purse string suture was not cut by the stapler blade, as it should normally happen. Reinforcement of the staple line was done. The anastomosis had to be reinforced, using manual suture, which prolonged the procedure and subjected the patient to more time under anesthesia in the operating room. Patient had to be admitted to the ICU to verify the evolution of the general metabolic state and the evolution of the anastomosis. The surgery was delayed by 60 minutes. Procedure: unknown.

Manufacturer narrative:
(B)(4) date sent: 10/25/2022 d4: batch # 440a56 additional information was requested, and the following was received: what were the indications for surgery? Gastric cancer what surgical procedure was performed? Total gastrectomy + gastrojejunal anastomosis did the hospital stay extended longer than normal for this type of procedure? If yes, does the surgeon believe that this was related to device or were there other contributing patient factors? Please explain were there any issues experienced with the device in the initial surgical procedure? No, there were not any issues what healthcare professional fired the device and what is his/her experience with the device? The main surgeon. He felt the stapler as usual in previous surgeries using circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low ¿ b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he always waits 15 seconds prior firing was the device difficult to close? No was the device difficult to fire? No how many counterclockwise revolutions of the adjusting knob were used to open the device? 3/4 revolution did the healthcare professional receive audible & tactile feedback when firing the device? Yes, he did were the donuts inspected? If so, please describe: yes. Both donuts were completed. As an unusual finding, the suture used for the purse was not cut, as it used to be after firing. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.: no, staples look well formed. Was a leak test performed? If so, what type and what was the result? Yes. The surgeon made a test with dilute solution of methylene blue in an aseptosyringe through an oro-gastric calibration tube. During the test, it was observed a blue liquid leakage through the anastomosis staple line. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? The leak was identified intra operative, during the leak test how was the leak identified? What was observed at the site of the leak upon reoperation? There was not reoperation, since the leak identified intraoperative, was reinforced intraoperative as well, using manual suture. How was the leak addressed? Since the leak was identified intraoperative, it was reinforced intraoperative as well, using manual suture pds 3/0 sh. What is the current status of the patient? Patient is fine, he was already released from the hospital and has already started oral feeding. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.